Event description:
In (B)(6) 2014, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient had initial pain relief but later had a recurrence of pain symptoms after bowling. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the existing implants and replaced them with iliosacral screws. All of the ifuse implants were very difficult to remove because they were fixed solidly in bone. There had been no update yet on the patient's condition following the revision surgery.

Manufacturer narrative:
The patient had a recurrence of si joint pain sometime after having had a revision surgery in (B)(6) 2015 that was performed by a different surgeon (not the initial procedure surgeon). In (B)(6) 2016, the initial surgeon determined that the new revision iliosacral screws (non-ifuse) were loose and performed another revision surgery where he removed the revision screws (non-ifuse) and placed new hardware. The patient reported radicular leg pain immediately after the surgery. The surgeon determined that one of the new implants was impinging on the nerve root. The day after the revision surgery, the surgeon removed the implant that was impinging on the nerve root. The patient's leg pain resolved following surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7050-90, lot# i0958, manufactured 05/19/14, expires 2019-02; ifuse implant, p/n 7040-90, lot# i0257, manufactured 03/27/13, expires 2017-12; ifuse implant, p/n 7035-90, lot# i0374, manufactured 06/27/13, expires 2018-01.